Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient felt hot. They could not keep fluids down and their heart rate was low. The patient's mother took a bg and the value was high (no specific value provided) while the cgm was displaying "low". The patient's mother measured the patient's ketones and it was 2.3. The patient's mother called an ambulance. Upon arrival, the paramedics transported the patient to the hospital. The patient was treated with fluids and insulin via pump. The patient was in the hospital for 24 hours. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.